Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 55-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) was initially supported with an impella cp via percutaneous femoral arterial access. The patient arrived extubated on non-invasive ventilation and impella cp support; however, clinical deterioration occurred in the ICU, including worsening condition and pulmonary edema, prompting urgent escalation to impella 5.5 support. The impella cp was explanted on (B)(6) 2026 with the patient surviving at the time of explant. An impella 5.5 was implanted following cp explant via right axillary/subclavian surgical arterial access. This event is considered related to progression of underlying disease rather than a performance issue of the impella cp device.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.